Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, an image was not displayed because the leak test failed at the rear cover, and internal water immersion occurred, resulting in faulty cable and communication failure. Since there was no appearance damage, the cause of the leak test failure could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed and found to be due to a faulty cable. Additional evaluation findings were as follows: the unit failed leak test on the rear cover and the rear cover had a faded label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported to olympus on behalf of the customer that the image disappears, darkens and the visual field is suddenly lost, communication is lost, and the color bars pop up intermittently on the 4k autoclavable camera head during preparation for use for the intended therapeutic procedure. The intended procedure was completed with another similar device. There was no patient involvement or impact associated with the reported event.